Event description:
The customer contacted baxter's technical service center regarding the home choice (hc) not bypassing when they have the pulling sensation, which occurred on the hc during use, during dwell 1 of 4. The home patient (hp) also reported that the ultrafiltration (uf) was equal to 300ml when it should have been 2000ml and as a result felt bloated. The technical service representative (tsr) had the hp press stop and do a manual drain. The tsr explained that the initial drain could be bypassed. The hp stated the hc alarmed low drain volume and they were not able to bypass. The tsr explained how the initial drain could be bypassed. The hp stated the tsr was telling them they had to be in pain in the initial drain until the hc alarms. The tsr stated no, and stated if the hp was in pain and did not want to continue to drain baxter recommends ending therapy and contacting the registered nurse (rn). The hp stated they did contact the registered nurse (rn) and used manual bags. The tsr asked the hp how they clear the low drain volume alarms. The hp stated they press stop and go. The tsr asked the hp the increased intra-peritoneal volume (iipv) troubleshooting questions. The hp drained out 3997ml and stated they could feel the hc pulling. The hp drained out 4101ml, and the hc went to stopped dwell. The tsr reviewed the therapy settings. The patient was performing continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd). The total volume was set to 10000ml, the total time was set to nine hours, the last fill volume was set to 2000ml, dextrose was set to same, the weight units were set to pounds, the patient's weight was set to (B)(6), the number of cycles was set to 4, the dwell time was set to one hour and forty four minutes, the initial drain alarm was set to off, the comfort control was set to thirty five degrees celsius, and the last manual drain was set to no. The tsr had the hp close the clamps, disconnect and cycle the power. The hc alarmed and the power restored in dwell 1 of 4. The tsr assisted with ending therapy and getting the set out. The hc alarmed high drain 201/call pd nurse (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The hp stated they would hold on to the set. The tsr had the hp cycle the power. The hc went to "press go to start." The tsr reviewed the therapy log. On (B)(6) 2012 at 17:57, therapy was aborted. The initial drain volume was equal to 388ml, the recovered initial drain volume was equal to 0ml, the last fill volume was equal to 0ml, the total fill volume was equal to 2015ml, the total drain volume was equal to 4107ml, the average dwell time was zero minutes, the average drain time was zero minutes, the total ultrafiltration was equal to 2107ml, there were no bypasses, one manual drain was performed, and there were no changes in therapy. The tsr recommended the hp contact the rn about the drain pain, high drain volume, and the initial drain alarm being set to off. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported issues with the hc. The nurse stated that she was aware of the high drain alarm and other issues the home patient (hp) was having. Ps informed the nurse that the initial drain alarm was set to off which could have potentially caused the overfill. The nurse stated on the new machine it was programmed at 1400ml, but she stated that she would double check the settings. The nurse stated the issue of the patient not being able to bypass the low drain volume alarms was just a result of the patient not being aware of when they could bypass using the new software. The nurse was going to follow up with the patient. The nurse stated as far as she knew the patient was able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain and a false empty detect due to use error; the initial drain alarm setting was inappropriately programmed. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A batch review was conducted on the concomitant medical product and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.